Manufacturer narrative:
The insulin pump was received with intermittent button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone, she woke up in the morning and the insulin pump was hard for her to use. The customer was attempting to administer insulin and the up and down arrow buttons were not responding. Customer waited for a while and then none of the buttons were responding. Customer's blood glucose was 127 mg/dl. Customer had gone kayaking. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.